Manufacturer narrative:
The investigation for the reported saturated flows has been completed. The data log shows a motor current spike towards the beginning of the case followed by slightly saturated flow. The returned product was found to have biomaterial around the impeller. The cause of the saturated flow was biomaterial. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 55yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after the pump was started, a ventricle alarm was triggered which required the explant of the pump. There were concerns about pump saturation. Once removed, the patient was placed on an intra-aortic balloon pump (iabp). There was no patient harm reported.